Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the housing. The flow sensors were replaced.

Event description:
The hospital reported that, during a case, the unit indicated no ventilator flow or pressure readings. There was no reported patient injury.